Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer stated that they were able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.